Event description:
It was reported that the patient underwent neck surgery on (B)(6) 2023, patient has not successfully connected to ipg since. Rep confirmed inoperable ipg by troubleshooting. Next course of intervention is undetermined.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. The device was not returned for analysis; however, data logs was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.